Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. The unit was received in a biohazard bag since it was contaminated with an unknown solution. During visual inspection, it was observed that there was a separation in three pieces of the flow regulation device. The reported condition was confirmed; however the cause of this condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any additional information becomes available, a follow up report will be submitted.

Event description:
A customer reported to baxter product surveillance on (B)(6) 2011 of an interlink extension set in which the set burst during patient use while infusing an unknown medication on an unknown date. There was no patient injury or medical intervention reported. No further information is available at this time. This report is for the first burst component.